Event description:
It was reported that the patient using an ilet bionic pancreas experienced a hypoglycemic event, confirmed by a fingerstick blood glucose of 67 mg/dl, treated with oral glucose, and subsequent review indicated the event occurred the following day per device reports; the patient had been using meal announcements as correction boluses when glucose was above 300 mg/dl, and an ilet report indicated severe maladaptation with meal announcements, with a factory reset discussed. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included minor illness/impairment and an unexpected medical intervention consisting of oral glucose administration; no hospitalization occurred. Investigation included communication with the user, interview, and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial